Event description:
The customer reported that at 12:37, during baby care, there was a desaturation alarm around 30%. This alarm rang after a delay between 30 seconds and 1 minute. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that at 12:37, during baby care, there was a desaturation alarm around 30%. This alarm rang after a delay between 30 seconds and 1 minute. The device was in use on a patient. There was no report of patient or user harm.